Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort (described by the patient as a burning sensation) at the ipg site shortly after hip replacement in (B)(6) 2014. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 (reference MFR report #1627487-2016-05113). Reportedly, the original ipg was explanted and replaced with an updated model. Consequentenly, the physician relocated the replacement device to the patient's opposite side which resolved this issue.